Event description:
Reported events of dysphagia and band migration from journal article "laparoscopic adjustable gastric band for morbid obesity-local experience in al-ahsa region of saudi arabia", kuwait medical journal 2008, 41 (4): 301-303.

Manufacturer narrative:
Taper unknown. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial number, date of event, implant date and explant date. Since allergan has not yet received this information the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Band slippage and dysphagia are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "band slippage and/or pouch dilatation can occur." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "Gastroesophageal reflux, nausea and/or vomiting with early or minor slippage may be successfully resolved by band deflation in some cases. More serious slippages may require band repositioning and/or removal." "Ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation, and weight regain have been reported after gastric restriction procedures."